Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had a high blood glucose so they removed the infusion set and the cannula was bent. The customer's blood glucose level at the time of the incident was 498 mg/dl. They treated the high blood glucose with manual injections. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.